Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the reported event of death was not matched to this device until after the device had been serviced, a complete device analysis could not be performed to investigate the reported event. However, a review of the event history log revealed no failure, malfunction or iipv events that could have caused or contributed to the reported event. A review of the service history revealed no previous service events that would cause or contribute to the reported event. Upon conclusion of the investigation, the direct cause of the reported event of death was undetermined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient died coincident with automated peritoneal dialysis (apd) therapy. The cause of death was unknown. The patient was connected to the homechoice device and performing apd therapy at the time of death. The reporter stated that the patient ¿passed away in his sleep.¿ it is unknown if an autopsy was performed. It was not reported if the patient was hospitalized prior to death. No additional information is available.